Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unit. During the visual examination of the unit, it was observed that the needle assembly did not decouple from the winged catheter adapter. The device was tested by attempting to decouple the tip shield from the winged adapter but the components could not be separated, confirming the reported defect. No visible damage to the v-clip or tip shield was observed but further inspection revealed adhesive residue was present on the outside of the winged adapter and the inside of the tip shield. During manufacturing, adhesive may be incorrectly placed due to a leak in the dispense system. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that nexiva 22 ga x 1 in single port needle retractor piece could not be removed. The following information was provided by the initial reporter: material no: 383512. Batch no: 0357011. It was reported when the nurse on the unit attempted to retract the needle on the IV catheter, the retractor piece got stuck and could not be fully removed. Verbatim: when the nurse on the unit attempted to retract the needle on the IV catheter, the retractor piece got stuck and could not be fully removed ¿ this resulted in the patient being stuck a total of four (4) times before the IV catheter was successfully placed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22 ga x 1 in single port needle retractor piece could not be removed. The following information was provided by the initial reporter: material no: 383512, batch no: 0357011. It was reported when the nurse on the unit attempted to retract the needle on the IV catheter, the retractor piece got stuck and could not be fully removed. Verbatim: when the nurse on the unit attempted to retract the needle on the IV catheter, the retractor piece got stuck and could not be fully removed ¿ this resulted in the patient being stuck a total of four (4) times before the IV catheter was successfully placed.